Event description:
It was reported that a peritoneal dialysis device experienced inaccurate fluid readings. This was noted during drain one of five of dialysis on the homechoice. The patient reported a drain volume of 13166ml and a ultrafiltration value of 10948ml. The patient added that they felt empty and experienced no symptoms of overfill. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Review of the event history log verified the reported issue of inaccurate fluid reading as a high drain 101 alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A short simulated therapy was successfully performed. The reported condition was verified. Upon conclusion of the investigation, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.